Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 7 events were reported for this quarter. Product return status: 5 devices were received for evaluation. 2 devices were available for evaluation but have not yet been received. Evaluation status: 5 reported events were confirmed during testing. 4 devices were found to be affected by corrosion. 1 device was found to be affected by a deformed o-ring. Additional information: this device is not labeled for single-use. This device was not reprocessed and reused.

Event description:
This report summarizes <noe> 7 </noe> malfunction events in which the device had a component detach. 3 events had no patient involvement; no patient impact. 4 events had patient involvement; no patient impact.

Event description:
This report summarizes <noe> 7 </noe> malfunction events in which the device had a component detach. 3 events had no patient involvement; no patient impact. 4 events had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 7 total events were initially reported. 2 previously reported events are included in this follow-up record.   Product return status 2 devices were received.   Evaluation status confirmed 1 reported event was confirmed during testing. - 1 device was found to be affected by detachment of the housing.   Additional information 7 devices were not labeled for single-use. 7 devices were not reprocessed and reused.